Event description:
Medtronic received a report that two bare axium 3d coils encountered resistance and became stuck in the distal end of the microcatheter. The patient was undergoing surgery for treatment of a ruptured, saccular, middle cerebral artery aneurysm with a max diameter of 4.3 mm and a 3.5 mm neck diameter. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). During each coil delivery, resistance of the spring coils increased in the distal end of the microcatheter. Attempts to push the coil with increased force still failed to deliver the coil and it became stuck in the catheter. No catheter damage was observed. Each of the reported coils were withdrawn and replaced with a new medtronic coil. The angiography was good and showed no abnormalities, and the surgery was completed. No patient symptoms or complications were associated with this event. Additional information was received. Continuous catheter flush was administered during the procedure. It is unknown whether the coil came out of the introducer sheath smoothly, and the cause of the coil resistance could not be determined.

Manufacturer narrative:
Product analysis as found condition: the axium devices were both returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, individual dispenser coil, and within individual introducer sheath. ((B)(6)) damage location details: the introducer sheath at was found to be applied incorrectly with the wavelock facing towards the distal end of the implant coil. The introducer sheath was found to be in good condition. The pushwire was found to be bent at ~1.0cm, broken at (positive load indicator) ~3.7cm, and bent within the introducer sheath at ~168.7cm from the proximal end (wavelock segment) the axium implant coil was found to be detached and returned (stretched and damaged). Sheild coil was found to be in good condition. The coin was found to be retracted from the lumen stop. No other anomalies were observed. Testing analysis: during testing, the axium implant coil was unable to advance within the introducer sheath. No resistance testing was performed, due to the damage condition of the axium device. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed; however, the event could not be ruled out. The damaged found with the axium device was noticed to be consistent with advancement against resistance; therefore, the likely cause of ¿axium device damage¿ could have been caused by advance axium device against resistance. The report notes that ¿during each coil delivery, resistance of the spring coils increased in the distal end of the microcatheter. Attempts to push the coil with increased force still failed to deliver the coil and it became stuck in the catheter¿. The force was able to be confirmed as the pushwire was found to be broken with the release wire pulled. No microcatheter was returned for assessment; therefore, any contribution the microcatheter had towards resistance was unable to be confirmed. No information regarding the microcatheter was provided. Compatibility could not be determined. No root cause could be determined . A few possible causes of ¿coil resistance/stuck in catheter¿ are but not limited to incompatible catheter and damage or kink to pushwire. Compatibility was unable to be confirmed. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received. Continuous catheter flush was administered during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.